Event description:
The pt reported that a micl 13.2mm implantable collamer lens was implanted in her left eye on (B)(6) 2010. The pt had increased intraocular pressure after the icl implantation because the peripheral iridectomies were not patent. Due to the increased intraocular pressure the pt vomited and the iris prolapsed. The pt had surgery on (B)(6) 2010 to reposition the iris and a suture was used. The icl remains implanted. See MFR #2023826-2011-00098 for the right eye.

Manufacturer narrative:
(B)(4), secondary surgery, incision sutured. Eval: method: lens work order search. Medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - review of this file indicates that the pt had increased iop after icl implantation because the pis were not patent. Due to the increased iop, pt vomited and the iris prolapsed on the left eye. Pt was brought back into surgery to reposition the iris and suture the incision to prevent recurrence of the prolapse. Surgeons are advised to monitor pts iop 2-4 hours post icl implantation to determine if the pis are patent or if there was retained viscoelastic. Additional yag iridotomies were performed 1 day post-op for the right eye which resolved the increase in iop. (B)(4).